Event description:
Baxter was notified of an alleged donor response that was experienced the day after an amicus procedure. Per the customer, during donation, the donor was reported to have experienced tingling of the lips, eyes, and face which are symptoms known to be associated with acd. The donor was given 2 tums tablets. The donation continued to completion. The donor was reported to have left the apheresis site in good condition. The morning following donation, the donor reported to have swollen eyes which fully disappeared after the end of the second day. The donor has no known allergies to food or other substances. The apheresis facility feels this to be a very isolated response from the donor. The customer has advised the donor to only donate whole blood and discouraged the donor from apheresis donation.